Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic is fractured and pieces of ceramic are missing. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" message to display on the generator. The separated electrode allows the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short preventing rf power delivery from the generator resulting in the message screen to display.

Event description:
It was reported that during a total lap hysterectomy procedure, the surgeon used enseal to dissect the plane, after used 10-15 minutes, he was using the instrument on a vascular tissue, after sealing the vessel near the ovarian ligament, without any cutting, he wanted to remove the instrument and do the sealing at the nearby tissue, but he found that the "replace" light of enseal generator appeared, and he discovered the electrode of the jaw fall off again. He then use bipolar to continuous the operation. There was no patient consequence.